Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device did not work. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of this event is unknown. There was no additional information provided.